Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by bench repair on the v60 indicating that while servicing the device it was observed that when passing the operating tests, the electrical safety test fails, the permitted limits are exceeded. The power cord must be replaced. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.